Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) and this right ventricular (rv) lead experienced a myocardial infarction. The crt-d provided eight shocks that didn't convert the rhythm. Emergency medical services (ems) performed cardiopulmonary resuscitation (CPR) and delivered an external shock to the patient. The field representative (rep) interrogated the device and observed an open circuit alert. Also, this rv lead exhibited a high out of range shock impedance, that was suspected to be greater than 145 ohms. The shock was monophasic and energy was truncated. The patient was transferred to a level one trauma center for a left ventricular assist device (lvad) and possible transplant. Ts discussed that the patient needed a new rv lead since the lead couldn't defibrillate the patient. This rv lead remains in service. No additional adverse patient effects were reported.